Manufacturer narrative:
The user facility submitted medwatch mw5109234 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during therapy. The nurse reassessed the antibiotic and saw that the fluid level was not changing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.